Manufacturer narrative:
(B)(4). Batch#: u5c222. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received fully fired the device was tested for functionality in the straight position with a test reload, however, did not achieve and complete the firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located. This time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to how the firing switch actuator become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, one staple were returned inside of a plastic container. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic hepatectomy, the deployed staples were deformed at the first firing. One side of the deformed staples was bent and another side of it was not bent. Bleeding occurred from the cut end. Running suture was performed to stop bleeding. The thickness and hardness of the target tissue was as normal. The device was used on glisson's capsule. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.